Event description:
It was reported that the user announced meals as ¿less than usual¿ to reduce insulin and avoid lows, which then adapted and began delivering too much insulin, leading to multiple low glucose episodes; the issue involved incorrect meal size announcements and user procedure, and the relevant component was the user interface for meal announcements. Symptoms included hypoglycemia with reported glucose values down to 53. Outcomes included treatment with oral glucose. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with the user interface as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.